Manufacturer narrative:
The device has not been returned to nuvasive for analysis, no lot number has been provided, and no additional event information has been made available. Therefore, an evaluation and root cause determination is not possible at this time. Should the device be received, it will be evaluated and a supplemental report will be filed accordingly. Labeling review: "warnings, cautions and precautions: the safety and effectiveness of these devices for any other conditions are unknown. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient" "care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments" if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Device has not been returned.

Event description:
It was reported that the patient underwent an open posterior fixation procedure. During the procedure, the tip of the final lock screw driver fractured off and was unable to be retrieved. As a result, the tip was retained in the patient. No further patient impact was reported. No additional information was provided.

Manufacturer narrative:
The device was received by nuvasive and confirmed the complaint. No torque information provided and it is unknown if the surgeon utilized hand tightening technique. Examined of the returned device identified excessive use fatigue fracture. The root cause of the tip fracture is considered the result of excessive use fatigue as the device has been repeatedly exposed to extreme force for over 7 years as lot nm2583 was released to the field 03/06/2015. The surgeons prerogative was to leave the fractured tip fixed in the screw head and left in-situ, the passivated stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation can be completed. Labeling review: "patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery". "Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient". "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient". "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."

Event description:
Updated information listed on h10.